Manufacturer narrative:
The investigation is ongoing on this event. When the investigation is completed a follow up will be sent to the FDA.

Event description:
Philips received a report about a heating incident at a hospital. After an mr examination a patient sustained a second degree burn of approximately 4 by 1.5 cm.

Manufacturer narrative:
Based on the provided information and tests performed on site, there is no indication of a malfunction of the MRI system used that contributed to the injury. No definite cause for the event could be established. It was observed that the coil material was slightly deformed, but this was not related to any malfunction found during repair. Contributing factors identified were: the total administered whole body rf energy dose of 7.7 kj/kg. The number and length of scans administered using high sar settings. The too high examination room humidity.